Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage at keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on the insulin pump. The patient's blood glucose level was at 105 mg/dl. The cause of the button error alarm is unknown. Customers pump has been replaced. No further information was provided.